Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, fse advised replacing the pdu, but its fault was unconfirmed. After replacement, a defective single-phase ups and blown f4 fuse in ny1 were found. To resolve the problem, fse replaced the fuse and the bypassed ups and return the part for further analysis, and it found mechanical caused by component. After replacing the pdu mains interface module (mim) and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not powering on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.